Event description:
Additional information received from a manufacturing representative reported they met with the patient in (B)(6). The implantable neurostimulator (ins) had high impedance on contact three. The manufacturing representative had previously met with the patient and their health care provider (hcp) and they believed the patient had high impedances at that time. The high impedance was discussed with the patient, but the patient only wanted the ins replaced since they were getting good therapy. The patient was terrified of having the ins off since it was working so well for them. The patient was seen on (B)(6) 2015 by their health care provider (hcp) and impedances were noted to be less than 2,000 ohms.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the left brain showed issues on contact 3. Impedance measurements were taken and c3, 03, 13, 23 all showed >40,000 ohms and 12 showed 56 ohms. Group/therapy impedance was taken which showed 1080 ohms and 1200 ohms. The out of range electrodes were not being used in therapy and were not causing therapy problems. They would be able to program around the discovered issue. No symptoms were reported and the therapy was working well. They would be replacing the ins as the patient had seen an elective replacement indicator (eri) message about 2 weeks prior to report.